Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient was in dwell two of three when they awoke to find fluid in their bed. Upon examining the supplies, it was discovered that there was a tear in the middle of the patient line. The cycler did not come in contact with the fluid at the time of the leak. Upon discovery of the leak, the technical support representative advised the patient to re-setup using all new supplies. Follow up with the patient¿s peritoneal dialysis registered nurse clarified that the cause for the leak was due to the patient¿s cat playing with the patient line. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the event was discarded. The patient has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.